Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung tissue on a laparoscopic wedge resection, the stapler was able to fire the but staple line was incomplete distally. A new reload was used. There was no patient injury.